Event description:
The patient reported experiencing sagging with their the implanted closed loop stimulator (cls) and difficulties charging the device. A revision procedure was performed to reposition the cls from the right-handed gluteal to the upper gluteal region. It was further reported the repositioning has resolved the charging difficulties.

Manufacturer narrative:
The cls remains implanted and is not available for analysis. Cls migration, which may result in pain or difficulty in charging and requiring surgery (including revision, explant, and replacement) as a result is listed as a potential risk in the manufacturer's instructions for use (IFU). The cause of the ipg sagging was not conclusively determined. The manufacturing records were reviewed. The product met all requirements for release with no anomalies identified.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
The patient reported experiencing sagging with their the implanted closed loop stimulator (cls) and difficulties charging the device. A revision procedure was performed to reposition the cls from the right-handed gluteal to the upper gluteal region.